Event description:
A malfunction alarm labeled as "malf 0" was reported, but there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, with assistance from technical support, reset the pump and was informed about returning the malfunctioning pump. A pre-paid label was provided for the return within ten days, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.